Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse found that the welding part of the y-connector was detached and the drain was not draining. The drain was left in place and the evacuator and y-connector were replaced after finding the welding part detached. The procedure was delayed approximately 30 minutes to1 hour while the evacuator and the y-connector were being changed.

Manufacturer narrative:
Received 1 used y-connector with the drainage tubing still attached in a non original closed pouch identified as sterilized. The unit returned showed residues of body fluids. The pouch was opened and a visual inspection was performed. The complaint was confirmed to be detached. A closer examination of the sample received showed a defective seal at the junction of both parts (tailpiece / "y¿ connector head), due to a poor welding during the manufacturing process. The complaint was confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "do not squeeze the ¿-connector¿. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse found that the welding part of the y-connector was detached and the drain was not draining. The drain was left in place and the evacuator and y-connector were replaced after finding the welding part detached. The procedure was delayed approximately 30 minutes to1 hour while the evacuator and the y-connector were being changed.